Event description:
Within two days of feeling like my sinuses were flared up and thinking I may have a sinus infection, I went to an urgent care. I had fever, coughing (brown sputum, body aches, headaches, pain in chest, low back pain. The chest x-ray confirmed pneumonia. I went back to the urgent care twice and to hosp ER. Cat scan showed no improvement of pneumonia although symptoms, except chest pain, were getting better. I have follow up appts with pcp and lung dr. Not using CPAP and having problems with functioning. 67 pauses per hour and oxy dropping to 85 percent. I am following up with pcp on (B)(6) and I am trying to locate a lung dr. FDA safety report ID# (B)(4).